Event description:
Boston scientific received information that at a recent device check, battery remaining was at 6 months or less. Three months prior, battery remaining showed 2.5 years and the appointment prior to that showed less than 6 months remaining. The physician is questioning the discrepancy. Boston scientific technical services (ts) was consulted and suggested that they assume less than 6 months remaining. To date, there have been no adverse patient effects reported.

Manufacturer narrative:
The device remains implanted.